Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. Data in the submitted log files from the reported event date of (B)(6) 2025 was reviewed. The log files showed driveline power fault alarms due to intermittent interruptions to the power a signal. The driveline power fault alarms did not prevent the pump from operating at its set speed in the data reviewed. Provided information indicated that the modular cable and system controller were exchanged, resolving the alarm. No equipment was returned for analysis. The root cause of the driveline power fault alarms not able to be determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested for a patient who visited the emergency department due to driveline power faults. The event log file captured driveline power faults (power a) starting on (B)(6) 2025 at 10:27 and continued for the remainder of the log file. A system controller and modular cable exchange was recommended. The site reported there was no damage to the modular cable but they intended on exchanging the system controller and modular cable. Additional information stated that the patient's alarm's had resolved by (B)(6) 2025. It was reported that the modular cable and system controller were exchanged, and that the patient had been discharged from the hospital. The alarms reportedly resolved after the exchange.